Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no black display or display anomalies on the device. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads. The device was received with minor scratches on the lcd window.

Event description:
Customer's daughter reported via phone call low blood glucose and display anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer went to the hospital due to low blood glucose levels. Troubleshooting for display anomaly was performed. Customer advised they had a black display screen and the issue remained unresolved. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.